Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated catheter was selected for use. Maestro 4000 generator and metriq pump were used with flow rate of 30ml/min at 50 watts. After ablation of the left veins and partial encirclement of the right veins, high temperature warning appeared on the maestro generator terminating radiofrequency delivery. Upon inspection of the catheter, the luer/catheter irrigation tubing was noticed as leaking saline at the luer connector of the handle. Also, the luer appeared to be torn. Of note, there was significant mifi noise on the original catheter. Most of the noise went away with high output pacing from each of the electrode pairs. The noise also persisted with a new cable. Catheter was replaced and the issues were resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for laboratory analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated catheter was selected for use. Maestro 4000 generator and metriq pump were used with flow rate of 30ml/min at 50 watts. After ablation of the left veins and partial encirclement of the right veins, high temperature warning appeared on the maestro generator terminating radiofrequency delivery. Upon inspection of the catheter, the luer/catheter irrigation tubing was noticed as leaking saline at the luer connector of the handle. Also, the luer appeared to be torn. Of note, there was significant mifi noise on the original catheter. Most of the noise went away with high output pacing from each of the electrode pairs. The noise also persisted with a new cable. Catheter was replaced and the issues were resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been returned to boston scientific corporation for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. A media inspection was performed on the two pictures attached in the complaint and confirm the noise in all channels. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Functional test found that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Also, a continuity test was conducted and no problems were detected. Finally, an electrical and noise test were performed and the noise signals of the device were verified on baseline stand. Baseline noise values were found between 0.000 and 0.020 millivolts. Noise values were found typical and within specifications. Laboratory analysis was able to confirm the reported clinical observations.